Event description:
It was reported via repair work order that the side rail cannot be latched in the full up position due to a damaged locking spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail cannot be latched in the full up position due to a damaged locking spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during investigation that the patient left side rail was not latching up due to a broken spindle spacer in the latch spindle subassembly, a broken top rail at the spindle mount flange. Exposed sharp edges were observed.